Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 12-jun-2025, abbott point of care (apoc) was contacted by a customer reporting a downloader, sn (B)(6) that caused I-stat 1 analyzers to overheat and become hot to touch. Customer said that other downloaders did not cause the I-stat 1 analyzers to overheat. Product is being replaced and returning for investigation. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident: (B)(4) the investigation was completed on 15-sep-2025. The customer reported that multiple I-stat 1 analyzers (containing rechargeable batteries) were overheating and felt warm to touch near the battery compartment while docked in both downloader rechargers (drcs) s/n (B)(6) and s/n (B)(6), which were also warm to touch. The issue of analyzer overheating was resolved following the use of an alternative spare drc. Technical support confirmed that the correct power supply and power cord were used with both complaint drcs when the incident occurred. 01. S/n (B)(6): the conclusion of the investigation is that, while an analyzer docked in drc s/n (B)(6) failed to activate during failure analysis, it was confirmed that the complaint drc was not functioning as expected. The cause of inability to activate the analyzer when docked in the complaint drc was determined to be corrupted firmware on the drc main board. After resolving the issue with the analyzer failing to power up when docked, the drc completed charging successfully with no overheating conditions detected. Therefore, the complaint that the drc was warm to touch was not confirmed. A deficiency has been identified. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No corrective or preventive action is required at this time. 02. S/n (B)(6): the conclusion of the investigation is that the complaint was confirmed. Although the warm to touch condition observed by the customer was not reproduced, it was determined that the failure of components d14 and q1 on the main board of drc s/n (B)(6) likely contributed to the warm to touch condition reported by the customer. A deficiency has been identified. A rocketware search spanning three months revealed one similar incident and no evidence of a trend. No corrective or preventive action is required at this time.